Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. A new sample was obtained from the patient and run on an alternate instrument, which resulted lower than the initial result. The initial sample was then rerun on the alternate instrument and also resulted lower. After performing the daily cleaning procedure (dcp) and running quality controls on the advia centaur cp instrument the sample was initially run on, both samples from the patient were rerun and the results matched the prior rerun results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the sample and reagent probes required realignment. The probes were then aligned according to specifications. The sample had been rerun on the same instrument and resulted as expected after the dcp was performed and quality controls were run, which was prior to the service visit. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.